Manufacturer narrative:
Device evaluation: no product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation.

Event description:
It was reported the drug pooled at infusion site. Pump was beeping (alarming) and displaying occlusion message. No leak or damage to the cannula reported. No kinks observed. The issue was resolved by changing the insertion device. Event occurred while in use with a patient. The pump is still being used by the patient. They changed the disposable. No patient injury was reported.